Event description:
In 2004, the hospital contacted the manufacturer as the pt was in the or being connected to the pump and the system monitor. The system controller had flashed a yellow wrench and the system monitor read rate control fault. The pump was running in basal rate mode of 40bpm. Hospital personnel changed the system controller once before contacting the manufacturer. After the original system controller they tried a back up system controller from the ICU. After speaking to the ICU nurse the manufacturer suggested they should change out the system controller again but with a new one. They did and also changed to another system monitor. The pump was still in basal rate model of 40bpm. After the third system controller railed, and determining that no fluid had entered the event filter or precutaneous lead, the option of switching the pt to pneumatic support was discussed with the physician along with trying electric actuation later on or changing out the pump. The physician decided to try pneumatic support. The or tream was also walked through pneumatic support using a drive console and stroke volume limiter (svl). Instructions on venting and proper care of the (svl) were also provided. The manufacturer followed up the with physician the next day, who revealed that the pt had expired with the cause of death not being related to pump. The pt had presented in cardiogenic shock post mi 2 weeks ago with iabp, hit, renal and hepatic failure, intubated and a fever of 102. Pneumatic actuation of the pump was working well with a beat rate of 70bpm and flows around 4lpm. The cause of death was related to hit and use of agrastat and a hepatic bleed that could not be controlled.